Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is limited to part: 656285 lsr fortessa and serial number: (B)(6). Problem statement: customer reported that the waste connector is leaking. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2019 to date (B)(6) 2020 (rolling 12 months). Complaint trend: this is the only complaint related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2019 to date (B)(6) 2020 (rolling 12 months). Related complaint(s) number: (B)(4) (this complaint) . Investigation result / analysis: per fse report there was no leak observed just dried salt. Fse replaced the tubing couplings as a preventative measure. Fse aligned and verified system operation. Customer wears ppe to prevent injury/harm due to exposure to biohazards. Customer reported no physical harm or injury. Based on the investigation results and the fse¿s report the complaint was unconfirmed. Based on the investigation results and the fse¿s report the root cause was not determined h3 other text : see h.10.

Event description:
It was reported that waste leakage occurred outside of instrument with a bd lsr fortessa¿ x-20 special. The following information was provided by the initial reporter: it was reported that the waste connector on the side is dripping. Troubleshooting steps: the hts wast connector on the side of the fortessa is leaking / has salt buildup no erroneous patient results, no one was injured in the case, there were no pressurized fluid leaks, there was no burning smell or odd sounds,the covid questions were attached to the work order and the work order was dispatched to the fse so he can complete the repairs. Next steps (if necessary): dispatch. Was there any injury or potential injury? N. Leak? (If yes, include leak questions) y. Burning smell? (If yes, include burning smell questions) n. Are you using this product for clinical diagnostic test? (If yes, include clinical questions) n. Software version? (If applicable) n/a. Instrument assurity linc enabled? N. Resolution achieved (y/n)? N. Follow up required (y/n)? Y. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a. Leak questions: 1. Was the leak contained within the instrument? N. 2. Was the leak in a customer accessible location? Y. 3. What was the fluid that leaked? Waste. 4. What is the source of leak -- waste line or non-waste line? Waste. 5. Was the customer exposed to blood or bodily fluids? N. 6. Was there any physical harm to the customer as a result of the leak? N. Additionally, on 2020-06-24 the fse provided the following additional information: in regards to the waste being mixed with bleach, the tsr states, "no this is the waste line from the hts, it does not encounter bleach until it gets to the waste tank. The only time the lines have bleach in them is when there is a long clean with bleach being performed. In day to day operations, the bleach is in the waste tank where the waste is collected. The only way to get bleach in the waste line on normal operations is to put bleach in the sheath fluid¿.. Not conducive to getting good results".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument with a bd lsr fortessa¿ x-20 special. The following information was provided by the initial reporter: it was reported that the waste connector on the side is dripping. Troubleshooting steps: the hts wast connector on the side of the fortessa is leaking / has salt buildup no erroneous patient results, no one was injured in the case. There were no pressurized fluid leaks, there was no burning smell or odd sounds,the covid questions were attached to the work order, and the work order was dispatched to the fse so he can complete the repairs. Next steps (if necessary): dispatch; was there any injury or potential injury? N. Leak? (If yes, include leak questions) y. Burning smell? (If yes, include burning smell questions) n. Are you using this product for clinical diagnostic test? (If yes, include clinical questions) n. Software version? (If applicable) n/a. Instrument assurity linc enabled? N. Resolution achieved (y/n)? N. Follow up required (y/n)? Y. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a. Leak questions: was the leak contained within the instrument? N. Was the leak in a customer accessible location? Y. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste. Was the customer exposed to blood or bodily fluids? N. Was there any physical harm to the customer as a result of the leak? N. Additionally, on 2020-06-24 the fse provided the following additional information: in regards to the waste being mixed with bleach, the tsr states, "no this is the waste line from the hts, it does not encounter bleach until it gets to the waste tank. The only time the lines have bleach in them is when there is a long clean with bleach being performed. In day to day operations, the bleach is in the waste tank where the waste is collected. The only way to get bleach in the waste line on normal operations is to put bleach in the sheath fluid [¿] not conducive to getting good results."